Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock due to atrial fibrillation with fast rapid ventricular response resulting in sinus rhythm. Prior to that, the patient had chest pain, was not feeling well, palpitations and sweating. The patient's medications were changed and the device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.